Event description:
It was reported that during product training demonstration, immediately after turning the pump on, the power could be heard cutting. The pump was plugged into mains and there was sufficient battery available should the pump have been taken off of mains power. This issue happened simultaneously 3 times with the same device. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint of power outages is not able to be confirmed. The product was not returned for investigation. According to the field service report, the power switch was replaced. The part number on the service report was 5100-9009-007; however, this is the autocat2 series (ac2) power switch part number. The correct part number for the autocat 3 optimus (ac3) power switch is 5100-9200-009. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that during product training demonstration, immediately after turning the pump on, the power could be heard cutting. The pump was plugged into mains and there was sufficient battery available should the pump have been taken off of mains power. This issue happened simultaneously 3 times with the same device. No patient involvement reported.